Manufacturer narrative:
(B)(4). This investigation is ongoing. Upon additional information become available this investigation will be updated.

Event description:
Boston scientific received information that this patient received inappropriate anti tachycardia therapy and inappropriate shock to treat a sinus ventricular tachycardia (svt). Boston scientific technical services (ts) discussed the therapy enhancement feature (rid) was not able to inhibit therapy due to myopotentials on the shock channel. The patient was doing strenuous physical activity at the time of the therapy. The filed representative suggested to change the programmed setting for optimization. In addition it was noted that an alert was triggered due to high out of range pacing impedance measurements on the right ventricular lead. No adverse patient effects were reported.